Manufacturer narrative:
Death occurred but is not suspected to be related to vns therapy. Device failure is not suspected.

Event description:
Reporter indicated that a patient passed away. From the information available to the treatiing physician, he believes the cause of death was from choking, however, the cause of death listed on the death certificate is sudep (sudden unexplained death in epilepsy).